Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was in the 300's mg/dl and it was addressed with a manual injection and pump therapy. The customer was able to load a new cartridge successfully.